Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve the terumo solopath sheath became stuck in the right femoral artery. The delivery catheter system (dcs) attempted to pass and met resistance. Upon inspection, it was noted the dcs was damaged and another dcs was loaded and attempted. It was at this time that the physician became aware of the sheath malfunction. The patient required surgical repair of the femoral artery. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)